Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette was missing a cap on it. The patient noticed this prior to use and did not use the device. There was no patient injury or medical intervention associated with this event. No additional information is available.